Event description:
It was reported that the customer's device would not deliver defibrillation energy with their therapy cable assembly. It was indicated that the device functions normally with a replacement therapy cable assembly. There was no patient use associated with the reported failure.

Manufacturer narrative:
The initial medwatch form indicates: physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a faulty defibrillation therapy cable assembly. Physio recommended replacement of the cable assembly. Proper device operation was confirmed through functional and performance testing with the device itself and a test therapy cable assembly. After testing, the device was returned to the customer for use. The initial medwatch form should indicate: physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a damaged defibrillation therapy cable assembly. Physio recommended replacement of the cable assembly. Proper device operation was confirmed through functional and performance testing with the device itself and a test therapy cable assembly. After testing, the device was returned to the customer for use.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a faulty defibrillation therapy cable assembly. Physio recommended replacement of the cable assembly. Proper device operation was confirmed through functional and performance testing with the device itself and a test therapy cable assembly. After testing, the device was returned to the customer for use.